Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): primary analysis finding: no anomalies found. Visual examination of the connector block, grommets and setscrews found no anomalies. A test lead was fully inserted into all connector ports. All setscrews were tightened with a medtronic wrench, and all retained the lead.

Event description:
It was reported that during the implant procedure the physician was unable to lock the right ventricular setscrew with the right ventricular lead placed in the device header. It was also reported the setscrew or setscrew connector block had a stripped thread. The device was replaced. No patient complications have been reported as a result of this event.